Event description:
Initial troponin t result 1.54 ng/ml, ck mb result 3.37 ng/ml. Same sample repeated gave result of <0.010 ng/ml for troponin t and 2.65 ng/ml and 2.90 ng/ml for ck mb. A new sample from the same pt was also tested, and gave result of <0.010 ng/ml for troponin t and 2.90 for ck mb. Initial results were reported. Pt was given nitroglycerin and aspirin. Pt transferred to a larger hospital based upon initial results. The hospital performed troponin t testing and received a negative result. The field svc rep was unable to determine a cause for the discrepancy.